Event description:
(B)(6) 2022, n/a (hcp, lit): lim j, baig aa, aguirre ao, et al. Use of drug-eluting, balloon-expandable resolute onyx coronary stent as a novel treatment strategy for vertebral artery ostial stenosis: case series. Interventional neuroradiology¿: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences. November 2022:15910199221138138. Doi:10.1177/15910199221138138 medtronic literature review found a report of death, iatrogenic vascular dissection, in-stent restenosis, and stroke in association with rist guiding catheter and chikai micro guidewire. The purpose of this article was to describe the safety and effectiveness of the treating vertebral artery ostial stenosis with the resolute onyx stent; a drug-eluting, balloon expandable coronary stent. Medtronic's rist guide catheter and asahi chikai guidewire assisted in the procedure. The authors reviewed 26 cases of patients treated for vertebral artery ostial stenosis using resolute onyx drug-eluting stent. Of the 26 patients, the average age was 70 years, 5 were female and 21 were male. All patients were treated with dual antiplatelet therapy prior to the procedure and maintained on it for three months post procedure. Patients presented with trans ischemic attacks (tia's) and strokes. The article does not state any technical issues during use of the rist guide catheter and asahi chikai guidewire. In addition, the mean nihss score prior to procedure was 1.5 for symptomatic patients. Five patients were asymptomatic when vertebral artery ostial stenosis was incidentally found. Fourteen patients were found to  have right-sided stenosis and twelve patients were found to have left-sided stenosis. The following intra- or post-procedural outcomes were noted: death due to a stroke iatrogenic vascular dissection intra-procedurally managed conservatively and resolved on its own post procedure in-stent restenosis

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.